Manufacturer narrative:
The suspected device was returned for evaluation. The event history log was reviewed and there were no errors related to the customer complaint. The visual inspection was found that the small air bubbled on downstream occlusion seal and replaced it. The allegation made by the complainant was confirmed. The service history was reviewed and identified that no service record for the last 12 months. This device passed all functional tests after the repair.

Event description:
It was reported that the infusion pump had downstream occlusion seal open during pre-test. There was no patient involvement.